Event description:
It was reported that one week post implant of the right ventricular (rv) lead the patient was found to have a pericardial effusion via an echocardiographic examination. The perforation was suspected but not confirmed by the test results. Pericardial fluid drainage was conducted and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.